Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the PICC line's red lumen was infusing heparin 100 units/ml when it was noted that blood was backing up. The nurse then attempted to flush the PICC line port with heparin 10 units/ml via a syringe without success. An attempt to administer tpa through the occluded line was made without success. The PICC line's red lumen was clamped off and the infusions were moved to the PICC's white port. The customer alleges that the maxzero¿ valve was not working correctly and was causing the line occlusion. There was no report of patient harm.

Event description:
The customer reported that the PICC line's red lumen was infusing heparin100 units/ml when it was noted that blood was backing up. The nurse then attempted to flush the PICC line port with heparin 10 units/ml via a syringe without success. An attempt to administer tpa through the occluded line was made without success. The PICC line's red lumen was clamped off and the infusions were moved to the PICC's white port. The customer alleges that the maxzero valve was not working correctly and was causing the line occlusion. There was no report of patient harm.